Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a qdot micro and there was resistance when attempting to advance the ablation catheter into the vizigo sheath. The catheter was removed, and debris or something sticky was noticed on the shaft of the ablation catheter, upon inspecting it. They looked at the ablation catheter under light and the substance seemed to be glue. The ablation catheter and the vizigo sheath were replaced, and the procedure continued. There was no patient consequence. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and dimensional inspection test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that there was a hole in the pebax of the surface. A photo was provided by the customer, and it was observed that a substance was inside the pebax; however, this was not observed in the physical device. The dimensional test was performed, and the outer diameters of the shaft were found within specifications. A manufacturing record evaluation was performed for the finished device number lot 31481085l and no internal action related to the complaint was found during the review. The resistance issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The hole in the pebax could be related to the foreign material issue reported by the customer. Therefore, the complaint was confirmed. The potential cause of the pebax hole could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instruction for use (IFU) of the device contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. Follow standard practice for vessel puncture, guidewire insertion, and guiding sheath use and aspiration per its instructions for use; do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath; to verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. For compatible sheaths, contact customer support or your biosense webster representative. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a qdot micro and there was resistance when attempting to advance the ablation catheter into the vizigo sheath. The catheter was removed, and debris or something sticky was noticed on the shaft of the ablation catheter, upon inspecting it. They looked at the ablation catheter under light and the substance seemed to be glue. The ablation catheter and the vizigo sheath were replaced, and the procedure continued. There was no patient consequence.